Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It was noted that the customer had changed the tank prior to making a call to getinge emergency support. It was observed that the helium level would go down on the screen. Getinge emergency support confirmed with the customer that a hissing noise was heard. Getinge emergency support walked the customer through another tank change "o" ring in place and all went smoothly until the tank was opened. No hissing sound was "heard" but the customer observed the tank on the screen go down. The valve was closed an a new "o" ring was put on with the same results. The customer was advised to swap out the iabp unit. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the broken o-ring and applied vacuum grease. The fse performed a helium leak check and the unit passed. The fse then performed full functional testing as per service manual the unit passed all testing to factory specifications. The fse noted the cardiosave requires pm. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It was noted that the customer had changed the tank prior to making a call to getinge emergency support. It was observed that the helium level would go down on the screen. Getinge emergency support confirmed with the customer that a hissing noise was heard. Getinge emergency support walked the customer through another tank change "o" ring in place and all went smoothly until the tank was opened. No hissing sound was hard but the customer observed the tank on the screen go down. The valve was closed an a new "o" ring was put on with the same results. The customer was advised to swap out the iabp unit. There was no patient harm and no adverse event was reported.